Event description:
Smiths medical intl ltd, has been notified of an event that the cuff was leaking and had to be replaced. Not known how long in use or if the unit was pretested per the instructions for use. No adverse outcome reported.